Event description:
It was reported that after a lead revision procedure (MFR report number 3006630150-2025-09419), the patient was unable to charge the implantable pulse generator (ipg) and had difficulty connecting to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Investigation results, media review, device analysis: the returned ipg was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that after a lead revision procedure (MFR report number 3006630150-2025-09419), the patient was unable to charge the implantable pulse generator (ipg) and had difficulty connecting to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.